Manufacturer narrative:
Product ID: 3986a, lot#: n257716, product type: lead, product ID: 3986a, lot#: n254944, product type lead: if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient has a history of falls and has fallen a number of times. The patient was seen about 6 months ago due to shocking sensation. It cannot be determined to what extent the falls affected the device and system. The caller is having the system explanted due to the patient needing an MRI for a shunt. The caller reported that he patient has been having typical shocking sensation whenever they turn their head. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The date that the patient first felt the stinging/pain was not determined. It was reported that the system was explanted completely. No further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3986a, lot#: n257716, product type: lead. Product ID: 3986a, lot#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3986a, serial/lot #: (B)(4), ubd: 18-jun-2014, UDI#: (B)(4); product ID: 3986a, serial/lot #: (B)(4), ubd: 21-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was experiencing ¿stings¿ and the subcutaneous cervical lead site. It was reported that the device had been hurting the patient. It was noted that the patient has a history of falls. It was reported that the patient was to have the system explanted on (B)(6) 2018 so that they could get an MRI. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the device would not be returned for analysis. No further complications are anticipated.